Event description:
Event description guidant received information that this implantable lead displayed an out-of-range impedance. R and p wave measurements were greater than 25 mvolts. The patient's rate was 30 beats per minute.